Event description:
It was reported that the device overheated during use in a procedure at the user facility. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that the device overheated during use in a procedure at the user facility. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The quality investigation is complete.